Event description:
It was reported that during lead placement, the o-arm was used to confirm lead placement. The left lead needed to be moved so the surgeon tried to re-thread the stylet into the lead. The stylet did not thread all the way into the lead and the surgeon tried to force it down but it sprung back up. He tried again and the stylet would not got all the way into the lead leaving about 3mm of the stylet out of the lead. The surgeon tried placing the lead. They tested the lead with out the stylet and found that the impedances were high on various contact combinations. They tried re-seating the test cable and twisting the test cable around the contacts to clear any residue. The impedances were still high. They opened a new lead that had normal impedances.

Manufacturer narrative:
Concomitant medical products: product ID: b3301542, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(4), ubd: 15-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.